Manufacturer narrative:
Based on available information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2022-05-c as previously listed in section h9 in MFR report number 2955842-2025-32379. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during central processing, the 8mm large hem-o-lok clip applier instrument was observed to have a frayed cable. There were no reports of patient involvement or patient injury.